Event description:
The user facility reported that during a procedure a segment of the urethane layer of the device separated from the wire in the patient's body. Follow up communication from the user facility confirmed the following information: (1) the incident occurred during a cv (central vein) catheterization via the right subclavian; (2) the customer tried to insert the spring guide wire packed in the cv catheter kit through a metal needle; (3) the guide wire aberrated into vessels and its manipulation became difficult; (4) the customer changed out the guide wire to the actual sample and encountered similar difficulties; (5) after repetitive aberrated manipulations, the customer finally pulled the actual sample out of the body; (6) it was found that a segment of the urethane layer had been sheared off the wire; (7) the separated segment remains in the patient's body; and (8) the procedure was aborted.

Manufacturer narrative:
Results, conclusions - is based upon evaluation of user facility information & the returned sample; the undamaged sections of the return sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed the urethane layer had been sheared off the wire on the segment from the distal end to approximately 43mm from the distal end. The separated urethane layer was not returned. Magnifying inspection of the sheared segment found that the shear cross-section had a smooth surface. Some intermittent scratches were found on the segment approx.43mm - 135mm from the distal end. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications, being comparable to that of a current product sample. The actual sample was primed with saline solution sufficiently and underwent tactile inspection for the state of the activated hydrophilic coating along the wire, excluding the damaged segments, no catch was felt. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Simulation testing was conducted on a current guidewire m product sample. The guidewire was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was confirmed to be in the smooth state. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility the urethane layer was sheared off the wire with the metal needle used in combination with the actual sample when the actual sample was withdrawn in the state of having contact with it. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).